Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). The histoacryl had leaked out of the ampoules, storage was never above 21 degrees centigrade.

Manufacturer narrative:
Samples received: 7 open units. Analysis and results: all 7 complaint samples showed an incomplete yellow closure of the ampoule. The closure is made by the filling machine with an injection molding process. Prior to the packaging of the ampoules into the aluminum pouch, the ampoules go through a 100 % visual inspection by a camera system. This camera system is validated. The ampoules which were identified as non conforming were packed in aluminum pouches, as if they were conforming ampoules. The systems perceive the position of the non conforming ampoules. The product is automatically scrapped by the machine at the end of the process. Non conforming products were guided into a reject bin. The camera system shows no irregularities. Therefore, the root cause is likely in the handling of the non conforming products. The affected production-order shows a relatively high amount of non conforming products. It was identified that the size of the reject bin is not large enough to accommodate this amount of scrap (approx (B)(4) products). There is the possibility that when the reject-bin is full, the non conforming products return to the conveyor belt of the conforming-product. Therefore, the root-cause is an inadequate design of reject-bin. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: training of the employees. Reject bin needs to be checked on regular basis. The design of the reject bin was changed. Now there is an outlet on one side which allows the non conforming rejected product to fall out of the bin instead of stacking. This eliminates the non conforming product returning to the conveyor belt.